Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and endometrial ablation ("ablation") in a 28-year-old female patient who had essure (batch no. 755623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth in 2006, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and multigravida. *current weight was 187 lbs. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included lidocaine since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) and nsaids since (B)(6) 2010. In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain 30 lbs/weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 7 days after insertion of essure. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash and pain. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving, the device breakage, device expulsion, endometrial ablation, allergy to metals, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge, adnexa uteri pain, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received- outcome of dyspareunia updated to recovered / resolved incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and endometrial ablation ("ablation") in a 28-year-old female patient who had essure (batch no. 755623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2006, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and multigravida. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). On (B)(6) 2011, 6 months 29 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with rash and pain. In 2011, the patient experienced weight increased ("weight gain 30 lbs/weight gain"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia and abdominal pain was resolving, the device breakage, device expulsion, endometrial ablation, allergy to metals, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge and adnexa uteri pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total occlusion of fallopian tubes. Current weight was 187 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and endometrial ablation ("ablation") in a 28-year-old female patient who had essure (batch no. 755623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2006, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and multigravida. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). On (B)(6) 2011, 6 months 29 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with rash and pain. In 2011, the patient experienced weight increased ("weight gain 30 lbs/weight gain"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia and abdominal pain was resolving, the device breakage, device expulsion, endometrial ablation, allergy to metals, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge and adnexa uteri pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total occlusion of fallopian tubes current weight was 187 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: migration of essure device location of device: uterus, device breakage. Event outcome added for pain, dyspareunia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash and pain and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and menstrual disorder outcome was unknown. The reporter considered allergy to metals, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and endometrial ablation ('ablation') in a 28-year-old female patient who had essure (batch no. 755623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2010, live birth on (B)(6) 2009, live birth in 2006, multigravida and multigravida. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included lidocaine since june 2012, medroxyprogesterone acetate (depo-provera) and nsaids since october 2010. In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). In january 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In march 2011, the patient was found to have weight increased ("weight gain 30 lbs/weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 7 days after insertion of essure. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash and pain. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries"), dysmenorrhoea ("painful menstrual periods") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, abdominal pain, adnexa uteri pain, dysmenorrhoea and genital haemorrhage had resolved and the device breakage, device expulsion, endometrial ablation, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally received treatment for pain, abnormal bleeding, allergic reactions and device fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in january 2011: results: total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of events abdominal pain, pelvic pain, allergy to nickel and ovarian pain were updated to recovered. New event bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and endometrial ablation ('ablation') in a 28-year-old female patient who had essure (batch no. 755623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2010, live birth on (B)(6) 2009, live birth in 2006, multigravida and multigravida. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included lidocaine since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) and nsaids since (B)(6) 2010. In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain 30 lbs/weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 7 days after insertion of essure. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash and pain. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries"), dysmenorrhoea ("painful menstrual periods") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, abdominal pain, adnexa uteri pain, dysmenorrhoea and genital haemorrhage had resolved and the device breakage, device expulsion, endometrial ablation, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally received treatment for pain, abnormal bleeding, allergic reactions and device fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and endometrial ablation ("ablation") in a 28-year-old female patient who had essure (batch no. 755623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2006, live birth on (B)(6) 2009 and live birth on (B)(6) 2010. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)"). In 2010, the patient experienced skin discolouration ("rashes or skin conditions (between legs got dark)"). On (B)(6) 2011, 6 months 29 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with rash and pain. In 2011, the patient experienced weight increased ("weight gain 30 lbs"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, endometrial ablation, allergy to metals, menstrual disorder, acne, skin discolouration, weight increased, fatigue, dyspareunia, vaginal discharge, abdominal pain and adnexa uteri pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total occlusion of fallopian tubes current weight was 187 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease were added. Updated suspect drug indication and lot number. Added events ablation, hormonal changes (acne), rashes or skin conditions(between legs got dark), nickel allergy, dyspareunia (painful sexual intercourse), pain (sharp pain ovaries, abdomen, painful menstrual periods), vaginal discharge, fatigue, weight gain. On (B)(6) 2011, she had removed essure device. Updated laboratory data, events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and endometrial ablation ("ablation") in a 28-year-old female patient who had essure (batch no. 755623-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2006, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and multigravida. Previously administered products included for contraception: depo-provera. Concurrent conditions included overweight, rash, mass, shortness of breath, dizzy spells, nausea, vomiting, indigestion, heartburn, urinary incontinence, irregular periods, excessive thirst, tetanus, diphtheria, pertussis, hepatitis a, hepatitis b, vaginal irritation and migraine headache. Concomitant products included lidocaine since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) and nsaid's since (B)(6) 2010. In 2010, the patient experienced skin discolouration ("between legs got dark"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes(acne)/rashes or skin conditions type: between legs"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced weight increased ("weight gain 30 lbs/weight gain") and fatigue ("fatigue"). On (B)(6) 2011, 5 months 7 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash and pain. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain (abdomen pain)"), adnexa uteri pain ("sharp pain ovaries") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia and abdominal pain was resolving, the device breakage, device expulsion, endometrial ablation, allergy to metals, menstrual disorder, acne, skin discolouration, weight increased, fatigue, vaginal discharge, adnexa uteri pain, depression and anxiety outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, menstrual disorder, pelvic pain, skin discolouration, vaginal discharge and weight increased to be related to essure. The reporter commented: she used jazmin for contraception. The right comma had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total occlusion of fallopian tubes current weight was 187 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, rash, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received. Concomitant medication added. Following event: psychological or psychiatric problems condition: depression, mental anguish were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.